Event description:
The advocate stated that the customer tested her blood glucose and received a reading of 142 mg/dl using her breeze2 meter. She retested using another meter and received a reading of 66 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the breeze2 system to be operating as designed. No product will be returned for evaluation.